Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge issues occurred. Customer changed the cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer did not recall further details regarding the reported issue.